Manufacturer narrative:
(B)(4). No sample is expected to be returned for evaluation.

Event description:
It was reported the procedure was being performed in the operating room. The physician was attempting to insert the catheter. During insertion, he discovered the sheath tip was frayed at the end making it difficult. As a result, it was removed and a new kit was used for the procedure. They do not know if this caused a delay in treatment and there was no patient death or complications reported.